Event description:
Patient was having and intraortic balloon pump removed and the doctor requested a femstop (femoral compression system) to be used. The physician was preparing the device and the inflator snapped off from the compression device. (If this device was on the patient it would have released compression and the patient could have bled out from their artery). There was no harm to the patient.